Event description:
Event description guidant received information that this patient developed an infection post implant. The physician elected to remove the entire system. The device and right atrial lead were removed without reported complication. During the laser extraction procedure for the right ventricular lead, the physician perforated the superior vena cava (svc). This action resulted in the necesity for an emergency surgical procedure. The patient's chest was opened, and the perforation was corrected. The patient survived the procedure, and continues to recover. As of today, no additional devices have been implanted.